Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system's flow module was blinking red and an alarm occurred. In addition, the centrifugal module flow reading was jumping around before activating the start button. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The user facility perfusionist tried to isolate the problem by first using another flow pod cable and the same result occurred. Then he tried another flow sensor with the same result. Investigation is in process, but not yet completed.